Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms/asystole events) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink was pulled off the rear pulse wires, causing the pulse wires to short to the dn pca. The root cause for the pulled heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that it was causing frequent arrhythmia alarms and false asystole events.